Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of ¿station not turning on (rss showing offline)¿ was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse reported that it was replaced the pyxibus cable and the station powered on. Customer recovered failed drawers. The report was closed. During dchu visual inspection: pn 120547-01: the ¿assy cbl pyxibus 6 drawer¿ was received with exposed copper strands and burn marks. During dchu testing: pn 120547-01: the testing from dchu was not necessarily due to the exposed copper strands and black marks in the cable, rendering the component unsuitable for functional evaluation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as a faulty ¿assy cbl pyxibus 6 drawer¿ due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the station¿s functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station not turning on. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that the reported station not turning on condition was caused by a faulty pyxibus cable with exposed copper strands and thermal damage resulting from friction against the chassis, which compromised station functionality. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station not turning on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered off and the remote support service (rss) was in offline mode. A field service engineer (fse) replaced pyxisbus cable to resolve the issue. The station was turned on and the customer recovered failed drawers. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station not turning on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.